Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d9, g1. H3, h6. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿preventative replacement due to anxiety¿, "pain", "sensation increase/decrease", and "rupture."

Event description:
Healthcare professional reported ¿preventative replacement due to anxiety¿ rupture, pain, and "tingling and numbing." This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿preventative replacement due to anxiety¿, "pain", "sensation increase/decrease", and "rupture."

Event description:
Healthcare professional reported ¿preventative replacement due to anxiety¿ rupture, pain, and "tingling and numbing." This record is for the right side. Device has been explanted.